Event description:
It was reported that customer was hospitalized for high blood glucose. The customer stated she was in a diabetic coma at the time of her hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.